Manufacturer narrative:
Returned complaint cp pump with serial number (B)(6) was visually inspected. A big chunk of biomaterial was observed in the pigtails and seen also in the outlet. No other abnormality found. The root cause of the low pump was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D6 is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the pump experienced a drop in flow rate coinciding with suction alarms. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.